Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by stomach pain. The cause of peritonitis was unknown. One day prior to the onset, the patient was hospitalized for the event and was still hospitalized at present. The patient was treated with vancomycin injection (1 gram, every 5th day and route was not reported) and meropenem injection (1 gram, once daily and route was not reported) for peritonitis. At the time of this report, the patient has recovered from the event. On an unreported date, the patient's catheter was removed and pd therapy was discontinued. No additional information is available.